Manufacturer narrative:
The distributor performed a check out of the equipment and confirmed the reported complaint. The power control board was the likely cause of failure which is no longer manufactured. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 .h3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The power control board was the likely cause of failure which is no longer manufactured. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a system shutdown and loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00589 is being filed to correct the block b3 incident date from 01/04/2023 to 01/04/2024.